Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned. The reported occlusion and thrombosis are listed in the over the wire (otw) graftmaster instructions for use (IFU) as a potential adverse effect. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The graftmaster referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a severely calcified and tortuous right coronary artery. A 3.5 x 16 mm and 3.0 x 16 mm graftmasters were implanted to seal a perforation. There was no flow in the vessel after the stents were placed which was believed to be due to a proximal dissection. A non-abbott balloon catheter was used for post-dilatation when a dissection occurred. A non-abbott bare metal stent was implanted; however, there was still no flow. It was determined the stents may have thrombosed due to protamine. There was no flow into the pericardial space. Export thrombectomy was performed without success. The patient was stable so no further treatment was performed. An echocardiogram was performed and showed no pericardial effusion, but there was a small thrombus abutting the right ventricle at the level of the atrioventricular groove. No additional information was provided.